Event description:
It was reported the customer had two low blood glucose events, requiring the paramedics to be called. The customer stated their blood glucose declined to 36 mg/dl on (B)(6) 2015. It was also found the customer was unresponsive for 25 minutes during another low blood glucose incident. Customer also reported treating their low blood glucose with food before the paramedics arrived. The customer stated they were worried about the functionality of their insulin pump. Troubleshooting did not find any issues with the insulin pump. Customer's insulin pump passed functional testing. It was also found the customer was experiencing stress, possibly contributing to their low blood glucose. Customer's blood glucose was 274 mg/dl at the time of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.